Event description:
It was reported by a customer in the (B)(6) that, upon logging on, the e360 ventilator display was blank. There was no patient involvement.

Manufacturer narrative:
The covidien service engineer (cse) evaluated the unit, and verified that the display was faulty. The cse replaced the display with a new one. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(6)